Event description:
Info received indicates, the head up function is not working.

Manufacturer narrative:
The tech found the head up valve was stuck closed which would not allow the head section to rise. The tech replaced the valve to repair the bed.